Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: there was a crack in the battery compartment and moisture observed inside. There was no further moisture found inside the pump when it was opened for investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.